Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, while attempting to deploy the stent, the nurse pulled back the introducer and the black plastic introducer broke off in the stent and remained inside the patient. The rest of the delivery system was pulled out of the duodenoscope and the physician used grasping forceps to remove the remaining broken catheter from the patient. The procedure was completed with this device there were no patient complications as a result of this event, and the patient's condition at the conclusion of the procedure is reported to be "fine".

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, while attempting to deploy the stent, the nurse pulled back the introducer and the black plastic introducer broke off in the stent and remained inside the patient. The rest of the delivery system was pulled out of the duodenoscope and the physician used grasping forceps to remove the remaining broken catheter from the patient. The procedure was completed with this device there were no patient complications as a result of this event, and the patient's condition at the conclusion of the procedure is reported to be "fine".

Manufacturer narrative:
A visual evaluation was performed and found that the guide catheter was detached. The detached guide catheter was kinked and bent. The push catheter was bent. The suture was detached and missing. The suture hole in the push catheter was slightly torn. A functional evaluation for stent deployment could not be performed due to the condition of the returned device and missing stent. Based on the product analysis, it is likely that procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the delivery system to bend/coil leading to kinks and bends in the device, resulting in difficulty deploying the stent. Force to deploy the stent could ultimately cause detaching of the guide catheter. Efforts to deploy the stent likely caused breaking of the suture and tearing of the suture hole in the stent. Therefore, 'operational context' is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.